Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment. The following cosmetic damages were found during the visual inspection: corroded battery tube, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label stained, serial number label fading, end cap address label fading, pillowing keypad overlay and cracked select button keypad overlay. Pump successfully downloaded using thus and carelink. Daily total of all insulin delivered = 31.4 u, daily total of bolus insulin delivered = 20.6 u, total of bolus wizard insulin delivered as food bolus = 2.4 u, total of bolus wizard insulin delivered as correction bolus = 0 u, total of bolus wizard food correction insulin delivered = 7.6 u on 03-may-2023. Pump's memory was reviewed and no alarms or anomalies were noted. Unit passed displacement accuracy test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing or in pump's downloaded history. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor assembly and force sensor. In summary, pump passed required testing. Customer alleged for possible over delivery anomaly was not confirmed. Unable to verify customer's low bg complaint. Cosmetic damage was confirmed at corner of the belt clip rails near the battery compartment and at battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Event description:
Automode is not applicable to this pump. Further troubleshooting was declined for the low blood glucose event.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment. The following cosmetic damages were found during the visual inspection: corroded battery tube, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label stained, serial number label fading, end cap address label fading, pillowing keypad overlay and cracked select button keypad overlay. Pump successfully downloaded using thus and carelink. Daily total of all insulin delivered = 31.4 u, daily total of bolus insulin delivered = 20.6 u, total of bolus wizard insulin delivered as food bolus = 2.4 u, total of bolus wizard insulin delivered as correction bolus = 0 u, total of bolus wizard food correction insulin delivered = 7.6 u on 03-may-2023. Pump's memory was reviewed and no alarms or anomalies were noted. Unit passed displacement accuracy test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing or in pump's downloaded history. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor assembly and force sensor. In summary, pump passed required testing. Customer alleged for possible over delivery anomaly was not confirmed. Unable to verify customer's low bg complaint. Cosmetic damage was confirmed at corner of the belt clip rails near the battery compartment and at battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia. Troubleshooting was performed and found that the customer has treated the low blood glucose event with glucagon. Unknown whether the customer was using the pump within 48 hours of the reported event and unknown whether the auto-mode feature was not active or not. The customer was alleging that the pump was over-delivering and had a crack on it. No further patient complications were reported. The customer will discontinue to use the device and the insulin pump will be returned for failure analysis.